Manufacturer narrative:
(B)(4). Medical device: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: post-op day 2 patient was not feeling well. Post-op day 4 patient came in with stomach pain. Took to or and found interior wall was separated however, there was no ischemia. Patient got converted to colostomy. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an lar the patient presented with a staple line failure/leak. The leak was corrected. No other information is available at this time.